Manufacturer narrative:
A thorough investigation of the issue is presently on-going in the factory, but no conclusion has been reached at this time. Customer info: (B)(6).

Event description:
It was reported that a pt was moved from one exam room to another due to an unacceptable fluoroscopic image from the sys (acquisition imaging was reported as acceptable). The sys fluoro was checked by local siemens svc, and was operating within specs. Log files were checked on site, and no apparent sys malfunction could be identified by the svc agent. The last i.q.a.p. (Image quality acceptance protocol) test performed gave no indication of a fluoro issue. According to the customer medwatch report received (B)(4), the pt exam was completed in another lab without incident.